Event description:
New information received notes a transmission (B)(6) 2020 showed some signal dropout /pause episode with small r waves that were undersensed. Programming changes were recommended. The patient was to continue being monitored.

Manufacturer narrative:
Additional information: b5.

Event description:
New information received notes additional programming changes were made on jul 24, 2020 and no further undersensing was seen since these changes.

Event description:
New information received notes that undersensing episodes were still being observed (B)(6) 2020 via remote monitoring though there had been a decrease following the initial firmware upgrade and programmed changes. Further programming changes were recommended. The patient was stable.

Event description:
New information notes a great reduction in pause episodes to approximately one pause episode a day at the end of (B)(6) 2020 following a firmware upgrade. The patient was to continue with regular follow up.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that undersensing was observed on the implantable cardiac monitor. Programming changes were made (B)(6) 2020 but undersensing was still observed. The patient was stable and returned to the clinic where additional programming changes as well as a software upgrade was performed (B)(6) 2020. The patient was stable before, during, and after the firmware upgrade.